Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when opening the packaging for the impella kit the .018 guidewire was defective. Another guidewire was used. No patient harm has been reported.

Manufacturer narrative:
The investigation of product damage (guidewire damage - peripheral vessel has been completed. No product/images were returned and logs are not applicable. The root cause of the guidewire damage was not determined since product/images were not returned and insufficient clinical details were provided. G1 reporting contact email revised on manufacturer device report 1220648-2024-17721 in accordance with updated procedures.